Event description:
Complainant alleged that while attempting to defibrillate a pt the device failed to discharge via internal handles. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Please refer medwatch reports 1220908-2014-00810 and 1220908-2014-01941 for similar events reported from the same customer

Manufacturer narrative:
The device was not returned to zoll medical corp for evaluation. The internal handles were returned for evaluation under medwatch number 1220908-2014-00810. The internal handles passed testing and showed no discrepancies that would contribute to the customer's report. The customer stated that they have isolated the failure to the multi-function cable used during the event. However this could not be firmly established as the multi-function cable was discarded at the customer's site. This report has been closed as no sample returned for investigation. Please also refer to medwatch report 1220908-2014-01941 for a similar claim using the same device and internal handle set. Analysis of reports of this type has not identified an increase in trend.